Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-18579, 18580. The pt has 2 anchors (from the same lot) implanted as part of her scs system. It was reported the pt experiences pain at the lead site near where her anchors are located. The physician believes the pain is caused by scarring and there are no issues with her scs system. The pt was given a lidocaine patch as well as other medication and may give the pt injections. The pt plans to purse treatments other than her scs system for her pain.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.